Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that approximately four months after an intraocular lens (iol) was implanted, it was then exchanged for a different lens due to patient having discomfort and one of the haptics was noted to be out of position in the eye. Additional information was requested.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned inside a contact lens case. Clear liquid was inside the case. The lens was removed and allowed to air dry prior to evaluation. There is no damage to either haptic. The optic is torn/cut into two portions. One portion has a large scratch on the posterior central optic area. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the complaint of "patient experienced discomfort¿lens exchanged¿haptic was out of position¿. No damage was observed to either haptic. The optic was scratched. The lens was also returned in pieces, typical of an insertion and removal. Information was provided that the 12.0 diopter lens was replaced with a 13.0 diopter lens. This information may suggest that the increase in diopter for the replacement lens may have been an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. The product investigation could not identify a root cause for the reported complaint. Additional information was provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).